Event description:
Pt ordered to receive morphine - 2mg IV. Nurse requested 2 mg/ml of drug from device. Drawer opened to 15 mg/ml pocket of morphine. 1 ml of the 15 mg/ml morphine was given. Pt developed cyanosis oxygen desaturations, shallow respirtions, poor control of secretions and tachypnea. Machine evaluated by svc rep on 4/6/96, could not duplicate problem, software reprogrammed. Second evaluation done 4/9/96 by svc rep and problem with drawer motor identified.